Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl due to needing adjustments to carb ratio settings. Customer required intervention from their spouse who administered glucagon and carbohydrates to address bg. Tandem technical support advised customer to consult with the healthcare provider regarding settings adjustments.